Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
Ongoing aneurysm expansion was noted on the patient and a decision was made to explant the device. When the device was explanted it was noted that the cause of the ongoing sac expansion was due to a leak from graft around origin of right limb (ipsilateral limb). The patient required another procedure to explant the graft and replace with a surgical graft.

Manufacturer narrative:
(B)(4). This event was initially raised against a zsle-24-90-zt device manufactured by cook incorporated. Based on additional information provided by the physician on 26oct2015, it was noted that the event related to a device not manufactured by cook inc.

Event description:
Ongoing aneurysm expansion was noted on the patient and a decision was made to explant the device. When the device was explanted it was noted that the cause of the ongoing sac expansion was due to a leak from graft around origin of right limb (ipsilateral limb). The patient required another procedure to explant the graft and replace with a surgical graft. Additional information received by the physician on 26oct2015 determined that the device in subject was not manufactured by cook inc.